Event description:
It was reported that this right atrial (ra) lead exhibited an automatic safety switch from bipolar to unipolar due to an ra pace impedance measurement of greater than 3000 ohms. Additionally, oversensing of non-physiologic noise was observed. No pacing inhibition was noted. Technical services (ts) was consulted and discussed a lead fracture as the probable cause of the reported allegations. It is planned to further evaluate this patient to consider reprogramming options. No adverse patient effects were reported. This lead remains in service. Additional information was received that this lead exhibited loss of capture (loc). A lead revision has been scheduled for the upcoming months. No adverse patient effects were reported. This lead remains in service. Additional information was received that a lead fracture was confirmed. A revision procedure was performed and this lead was explanted and replaced. No additional adverse patient effects were reported. It is expected to receive this lead for analysis.

Event description:
It was reported that this right atrial (ra) lead exhibited an automatic safety switch from bipolar to unipolar due to an ra pace impedance measurement of greater than 3000 ohms. Additionally, oversensing of non physiologic noise was observed. No pacing inhibition was noted. Technical services (ts) was consulted and discussed a lead fracture as the probable cause of the reported allegations. It is planned to further evaluate this patient to consider reprogramming options. No adverse patient effects were reported. This lead remains in service.

Event description:
It was reported that this right atrial (ra) lead exhibited an automatic safety switch from bipolar to unipolar due to an ra pace impedance measurement of greater than 3000 ohms. Additionally, oversensing of non-physiologic noise was observed. No pacing inhibition was noted. Technical services (ts) was consulted and discussed a lead fracture as the probable cause of the reported allegations. It is planned to further evaluate this patient to consider reprogramming options. No adverse patient effects were reported. This lead remains in service. Additional information was received that this lead exhibited loss of capture (loc). A lead revision has been scheduled for the upcoming months. No adverse patient effects were reported. This lead remains in service.